Manufacturer narrative:
(B)(4).the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips failed in the surgery. The problem is that the legs are crossed. They ended up the surgery using a machine of the competition. There were no adverse consequences for the patient reported.